Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that their spect system's number 2 detector head had a collision while the patient was on the table. The philips field service engineer (fse) reported the customer informed him there was no patient injury. There is no report of any injury. This malfunction would not be likely to cause or contribute to a death or serious injury if this were to recur. This issue is currently under investigation. Based on the available information, this issue has been initially determined to be a reportable event.

Manufacturer narrative:
The customer reported that their spect system's number 2 detector head had a collision while the patient was on the table. A philips field service engineer (fse) confirmed from the customer, via phone conversation, that there was no system contact with a patient. No injury or harm occurred. There was no actual collision on the system; this report was a phantom (or false) collision. The issue was discovered after changing the collimators and the system alerted the user to a collimator error for detector 2. All motion was stopped automatically after the system alert. The customer chose to remove the collimators and elected not to use the megp (medium energy general purpose) collimators until they were serviced. The fse found the eccentric located near the ID tag to be loose. The fse adjusted the eccentric and tested the system. The system is operational. Based on the additional information provided, it was determined that this issue is not a reportable event. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.